Event description:
The port was placed 3/4/97. User only used one side of the port. During infusion of the second unit of blood, the port clotted off. Sent pt home. The next day user was unable to access again so dye study was done which showed leakage. Removed and replaced.